Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the defects found during evaluation were confirmed, the foreign material in the device could not be specified and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU). Gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed due to corrosion on the scope connector (s-connector), a noise image occurred. In addition to the reportable results, the evaluation found: the bending angle in the up direction did not meet the standard value due to wear of angle wire, the play of the up/down knob was out of the standard value due to wear of angle wire, the adhesive on the bending section cover had a chip and a crack, s-connector was dirty due to water leakage, s-connector had a scratch, switch button 1 had a scratch, the plastic distal end cover had a scratch, the connecting tube had a scratch and a wrinkle, the objective lens had a scratch, the scope connector cover unit had a scratch, the universal cord had a wrinkle and scratch, the forceps channel port was shaved, the grip had a scratch, the scope cover had a scratch, the switch box had a scratch, the suction cylinder (s-cylinder) was shaved, the s-cylinder had paint peeling, the air/ water cylinder had paint peeling, the forceps elevator (fe) lever had a scratch, the fe knob had a scratch, the up/ down knob had a scratch, the right/ left knob had a scratch, the control unit had discoloration, and the control unit had a scratch. The device was returned and evaluated, and foreign objects were found in the nozzle; this has been attributed to insufficient cleaning. The customer cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. There was no delay in the start of precleaning. The air/ water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/ water nozzle was wiped/ brushed with clean lint-free cloths, brushes, or sponges. The air/ water nozzle was flushed with the detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope image inside the mask would flicker and there was noise when the shutter was released. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign objects in the nozzle. There were no reports of patient harm or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.